Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently reported this data incorrectly. The data should have only reported adverse event. Type of reportable event, corrected data: the initial report inadvertently reported this data incorrectly. Evaluation codes, corrected data: the initial report inadvertently reported this data incorrectly. Diagnostics showed that the device was functioning properly.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
It was reported that while the patient was examined in the emergency room, the physician had difficulty interrogating the vns. It was stated that the physician was able to communicate with the device; however, he received error messages. The physician stated that he did not believe the message were indicative of high impedance, but believed the battery was not delivering the intended therapy. The patient was brought to the emergency room due to status prolonged seizure episode. The physician plans to prophylactically replace the battery soon. This replacement occurred; however, the explanted device has not yet been returned to the manufacturer. A battery life calculation estimated about 2.91 years until eri = yes. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Follow up with the physician confirmed that the prolonged seizure episode referred to status epilepticus. This was the first time the physician and his staff noted this type of seizure with the patient; however, the patient has a history of status epilepticus events. The seizure frequency and severity history were not provided. The physician assessed that the vns battery approaching end of service contributed to the increased seizures. It is unknown if causal or contributory programming, medication, or other external factors preceded the onset of the change in seizure pattern. The exact nature of the warning messages observed by the physician were unknown. It was noted that when the device was interrogated preop there were no warnings. Aside from the length of service since implant and warning messages, there were no other warnings indicative that the device may not have been delivering its intended therapy.

Event description:
The explanting hospital discards explanted products after surgery. Therefore, the explant is not available for return to cyberonics. It is noted in records that the patient's pre-vns seizure frequency was greater than 90 seizures per month. Upon further follow-up with the treating physician, it was reported that prior to vns replacement, the patient was having 3-4 grand mal seizuresx per week lasting 45 second to 1 minute. The generator replacement improved the seizure control to date. It appears likely that the error messages that were received on the initial report were related to the initial difficulty in interrogating the device. However, ultimately the patient's generator was able to be interrogated.